Manufacturer narrative:
This supplemental report is being submitted to provide investigation conclusion of the reported event. The customer discarded the device, a physical evaluation could not be performed. The device history records (DHR) for this product have been reviewed. All records indicate that the product was manufactured, tested in accordance with all applicable procedures, and met all final product release criteria. The root cause could not be determined. However, based on the manufacturer procedures and DHR, it is likely that the burrs were shipped free from damages. This suggests the damages were incurred during transportation or use. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. The user discarded the device. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device handpiece that connect to the burr disintegrated, melted. The plastic appeared to have melted within the handpiece which stopped the burr from operating. The handpiece and tubeset was replaced with new similar device and the intended procedure was completed with no issue. There was no patient impact or harm was reported due to the event. No user harm or injury was reported.